Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that when trying to extract the pin from the patient with the slap hammer, the pin broke off. The health care professional (hcp) tried to remove the remaining piece in the patient with a vice grip and the slap hammer was unable to remove the piece. There is no plan to remove the pin from the bone because it is buried in the bone. There was less than an hour delay in the procedure.